Manufacturer narrative:
The physio ring implanted date is unknown. The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a valve in ring case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in tricuspid position, inside a physio ring implanted 1 or 2 years ago. The thv valve was implanted due to regurgitation of the physio ring. After deployment of the thv valve, echo showed leaflets motion restriction and a ventricular perforation near the ring. The surgery was delayed as patient had bacterial infection. Approximately 2-3 months after thv valve implantation, the patient went to surgery to repair the ventricular perforation and it was noted that 1 leaflet was totally locked. The physio ring and the thv valve were explanted, and an ew surgical valve was implanted without problems. Patient is in rehabilitation.

Manufacturer narrative:
Correction/update to section h6. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of medical report/relevant imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 valve was implanted within a pre-existing mitral ring in tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) was indicated for failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve replacement. So, it was off-label operation for this case. As reported, ''it was a valve in ring case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in tricuspid position, inside a physio ring implanted 1 or 2 years ago. The thv valve was implanted due to regurgitation of the physio ring. After deployment of the thv valve, echo showed awful leaflets motion'', and ''2-3 months after thv valve implantation, patient went to surgery to repair the ventricular perforation and it was noted that 1 leaflet was totally locked''. Additionally, noted that ''leaflet motion malfunction maybe due to ring and valve sizes''. In this case, it was likely selected improper valve size. Either valve size too big or too small could lead to leaflet motion restricted after implantation. If the valve too big, the leaflets will be restricted due to leaflets are unable to be fully opened. If the valve too small, the valve can be over expanded to ensure the deploy valve can anchor on the target site (native annulus), which can over stretch the leaflet resulting in leaflet motion restricted. However, the valve size too big or too small was unknown from reported. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. As such, available information suggests that procedural factors (off-label operation, improper valve size) may have contributed to the complaint event. However, a definitive root cause was unable to determine at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.